Event description:
This report it to advise of a fracture in the catheter noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture was noted in the catheter tip. The catheter met imaging specifications in the deflected and un-deflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.